Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the customer did not interact with the pump when the alarm occurred. There was no reported impact to the customer's blood glucose level. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.